Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the stimulation was not controlling symptoms. They stated they would go to the bathroom and then have 2-3 accidents afterwards and not even know it. The patient was able to use the patient programmer (pp) and verify the stimulation was on and set on program 3. The patient increased stimulation to 3.4 which was comfortable sitting, standing, and walking. The patient was aware to decrease stimulation if it becomes uncomfortable. The patient also stated the ins was turning half way up under the skin over the last two weeks. They were redirected to a healthcare professional (hcp). No further patient complications were reported as a result of this event.